Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
Product registration - correction. D4 catalog no - correction. D4 serial no - correction. Primary UDI number - correction. H2 correction. H6 component code - correction.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026 the patient was driving and the cgm reading was 52 mg/dl, and according to the reporter, no alerts would have sounded for this. The patient experienced delusions, had a seizure, and suffered a car accident. The next thing the patient remembered is that he was in the ambulance on the way to the hospital. It was not reported that the patient lost consciousness. When a fingerstick was taken, the blood glucose reading was 40 mg/dl. The patient was treated with intravenous glucose. The patient was given a prescription for an unknown pain medication for the pain in the legs and arms, tylenol (otc), and ice packs. No further medication was reported and the patient was discharged the same night, after spending less than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.